Manufacturer narrative:
Damaged firing mechanism. Eval summary: the analysis results found that the device was returned with the firing mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. No conclusion could be reached as to what may have caused the reported incident, as there was no cartridge returned for analysis. This and other similar events, should they occur, will be trended to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the device was used to remove necrotic omentum and to perform an appendectomy. The device would not fire. The case was completed by sutures. There was no consequence to the pt.